Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that a bulb needs to be replaced on a system. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
The system was examined and the reported event was replicated. The auxiliary illuminator module was replaced to address the issue. Additionally, the tabletop illuminator module and lamps were also replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 1, 2011. Based on qa assessment, the product met specifications at the time of release. A tabletop illuminator module, an auxiliary illuminator module, and 2 lamps were received for evaluation. A visual assessment of the returned samples revealed one lamp had a loose bulb and one lamp was tight-fitting; both lamps were precluded from functional testing. Known-good lamps were installed into the auxiliary and tabletop illuminator samples then installed into a calibrated system for functional testing. Both modules were found to meet specifications. The root cause cannot be determined conclusively, as the system and the returned items met specification. (B)(4).